Event description:
A EVERFLO device was returned to a third-party service center with allegation of circuit board defective. During the initial evaluation of the device at the third-party service center, the service technician observed PCA was burnt. The device was forwarded to manufacturer product investigation laboratory (PIL) for further investigation.